Event description:
It was reported that during implant after multiple attempts, the helix on the lead could not extend. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.